Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pace impedance measurements. Then, the measurements were within normal range. Following that, it was noted that the pace impedance measurements decreased from approximately 1000 ohms to 800 ohms, but were still within normal range. Boston scientific technical services (ts) discussed troubleshooting options. The lead remains in service. No adverse patient effects were reported.